Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing pain in the neck, back and chest, moderate ketones and an elevated blood glucose (bg) level of 589 (mg/dl). The customer stated that they also have lupus. Reportedly, the customer was not wearing their continuous glucose monitor that is usually worn with their pump at the time of the event. Prior to hospitalization, the customer delivered a bolus and drank water to address bg levels. While hospitalized, the customer was treated with fluids and insulin and released the following morning.